Manufacturer narrative:
Device evaluation the device evaluation of zso-7-12 of lot number c2279924 involved in this complaint could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2279924. Review historical data: the review of relevant manufacturing records of lot number c2279924 confirms the failure mode has previously occurred for this work order. A possible root cause for both could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wire guide. Although the two complaints originated from the same lot and were assigned the same failure mode, they are not considered related. Each incident was investigated independently. In each complaint , the devices were inspected for damage/kinks before use and no damage was noted. There was no manufacturing issue identified during the root cause analysis. There is no evidence to suggest manufacturing or systemic issue affecting both cases. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wire guide. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: when the nurse used the straightener to straighten the stent, the stent was kinked. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 1 device, confirmed prior to use. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wire guide

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2026.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when the nurse used the straightener to straighten the stent, the stent was kink.